Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. No physical damage observed. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab inflated normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the customer noticed the iab could not inflate fully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). The device has been returned to the manufacturer and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the customer noticed the iab could not inflate fully. There was no patient harm or adverse event reported.